Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Pt activity level is unk. Based on the available info, a definitive cause can not be determined. Evaluation: method and results- no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported by the pt's attorney that the device was implanted in 2005, and that the pt was revised in 2008, due to a fracture of the articular surface.